Manufacturer narrative:
At this time, the product remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this pacemaker exhibited noise resulting in oversensing on the right atrial (ra) channel. The cause was thought to be the respiratory response trend feature (rrt). The ra lead is another manufacturer's lead. An inappropriate atrial tachy response episode was also recorded and the patient was reportedly asymptomatic. Impedance measurement trends were normal. The rrt and rhythmic features were turned off to avoid unnecessary mode switching. No adverse patient effects were reported.